Event description:
It was reported that the patient had previously underwent an external driveline repair on 23jan2020. It was noted that the patient was using an ungrounded patient cable. The patient experienced known driveline fault alarms and had known issues with the orange wire. Log files were sent on 31oct2023 to monitor the driveline issue. The event log file continued to capture driveline fault events. The driveline showed further degradation compared to the log files submitted on 05jul2023. Phase c of the driveline might have contained a fractured wire. No patient intervention was planned due to the patient's age and multiple comorbidities. It was too high risk for the patient to undergo pump exchange surgery. The patient was in a normal state of health and there were no symptoms associated with the driveline faults.

Manufacturer narrative:
Related manufacturer reference number: 2916596-2023-05157 (driveline damage and driveline faults with log file review from 05jul2023) related manufacturer reference number: 2916596-2020-00388 (driveline repair on 23jan2020) no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed driveline fault alarms. Although a specific cause for these alarms could not be conclusively determined as no product was returned for evaluation, based on previous complaint history and similarly reported events, the alarms captured in the submitted log file appeared to be consistent with potential driveline wire compromise. The submitted log file contained events from 10oct2023 through 31oct2023. Intermittent, silenced driveline fault alarms were captured throughout the file, which were reportedly a known issue for the patient. Electrical continuity data recorded in the log file during these alarms revealed a potential issue with the orange wire of the driveline. The relevant sections of the device history records for (B)(6) and the driveline, serial numbers (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. C and the heartmate ii patient handbook rev. C are currently available. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 5 of the patient handbook and section 7 of the IFU provide information on all system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected, section d3 manufacturer information: additional information , section d4 catalog number: corrected, section d4 primary UDI number: corrected, section g1 contact office: additional information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.